Manufacturer narrative:
(B)(4).

Event description:
During follow-up, right ventricular lead dislodgement was revealed. The lead was successfully explanted and replaced. The patient is well.

Manufacturer narrative:
A complete lead was returned in one piece with the helix was retracted. The helix could not be extended due to the helix being clogged with dried blood/tissue and the inner coil over-torqued. After cutting the lead, cleaning and turning the inner coil, the helix extended and retracted. The helix extension length was measured within specification. Analysis of the lead found no anomalies with the exception damages consistent with those occurring at the time of implant/explant. The lead passed all electrical tests, exhibiting normal characteristics.